Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) visited the customer to address the reported event. During servicing, the fse cleaned and lubricated the large syringe screw. G8 instrument was functioning as designed. There was no further action required by fse. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to buildup on the large syringe screw.

Event description:
The customer reported getting 706 syringe-l error messages with the g8 instrument. The customer reported that they began getting the error at start up. Technical support (ts) advised the customer that the issue was likely due to a blocked sample needle but the customer did not have a replacement. However, the customer performed a sample reset, cleaned the rails and drives gear, and cleaned the white precipitant on the needle block. The customer also tightened the connections and plate which holds the needle until it was secure. The customer believed that the needle block was loose and the o-ring was pushed out. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.